Event description:
Per information provided by patient's attorney: (B)(6) 2012 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, ¿the indirect hernia sac was reduced. A large perfix plug (device #1) was placed through the defect, tacked it into the place with suture. Then, an onlay patch was placed to the pubic tubercle, the conjoined tendon and shelving portion of the inguinal ligament.¿ (B)(6) 2013 - patient was diagnosed with abdominal pain. (B)(6) 2014 - patient consulted for bilateral groin pain. (B)(6) 2014 - patient was diagnosed with incarcerated left inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax mesh (device #2). Per operative notes, ¿indirect hernia defect with the peritoneum overlying spermatic cord was dissected. A medium 3dmax mesh (device #2) was used and tacked to the pubic tubercle. A perfix plug (device #1) noted to have dense adhesions and reactionary tissue to the mesh itself." (B)(6) 2014 - patient complaints of left lower abdominal discomfort, hernia pain and diagnosed with inguinal hernia. (B)(6) 2015 - patient consulted for strangulated right inguinal hernia and right groin pain thereby attempted reduction of the hernia but was unsuccessful. (B)(6) 2015 - patient visited hospital for recurrent incarcerated incisional right inguinal hernia. (B)(6) 2015 - patient was diagnosed with recurrent incarcerated right inguinal hernia thereby underwent open repair, extensive adhesiolysis with the implant of perfix light plug (device #3). Per operative notes, ¿there was gross inflammatory and cicatrix reaction around the cord and internal ring. Orchiectomy was performed. The spermatic cord was dissected down to the most distal internal ring and sutured. The weakened inguinal floor was strengthened using light weight onlay mesh and sutured to the pubic tubercle, conjoined tendon and shelving portion of poupart¿s ligament.¿ between (B)(6) 2015 to (B)(6) 2017 - patient was diagnosed with recurrent right inguinal hernia and persistent pain. Attorney alleges that the patient had adhesions, infection, loss of testicle, pain, hernia recurrence, gross inflammatory, cicatrix reaction around the cord, internal ring matted and emotional injuries.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about 8 months post implant of perfix light plug, patient was diagnosed with hernia recurrence, seroma and pain. The instructions-for-use supplied with the device lists hernia recurrence, seroma and pain as possible complications. This emdr represents the perfix light plug (device #3). Additional supplemental emdr's were submitted to represent the perfix plug (device #1) and 3dmax (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.